Event description:
It was reported that the patient was experiencing ineffective stimulation on the right t12 lead. As a result, surgical intervention was undertaken on (B)(6) 2026 where the right t12 lead was removed and replaced restoring effective therapy. It cannot be determined which lead contributed to the event.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7672384. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.